Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms. Customer changed the pump supplies to address the issue and resumed insulin delivery. Customers blood glucose was approximately 150-160 mg/dl.